Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that they were getting some weird things going on with her controller. The patient stated that the time before the fill, it would deliver the bolus without a ¿hitch¿ and however, ¿now¿, it was taking up to 2 minutes to get from 90 % to 99 % and it was getting longer and longer to get a bolus. The patient service reviewed with the patient that there was a report on the controller but only the doctors can access it. She also saw an alert saying, ¿too many applications are running in the background.¿ the patient service helped the patient to close the application. She was losing boluses, and the patient service reviewed the reports with the patient, and it was seen that she did give herself a bolus late last night but the patient denied doing it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received a consumer (con) who indicated having the same issue. The technical service (ts) walked the patient through on clearing the data and the patient was able to get a bolus super quick. The issue resolved on the call.